Event description:
It was reported that a revision surgery was scheduled due to swelling of the knee and osteolysis of the femur. During an arthroscopic eval of the joint the dr discovered delamination of the polyethylene tibial component surface, with loose fragments of polyethylene within the joint.